Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was undergoing the magnetic resonance imaging(MRI), the high threshold and intermittent capture was noted on the right ventricular(rv) lead. No intervention was performed. The patient was stable and will continue to be monitored with regular follow up.